Event description:
Pt had spontaneous deflation of saline filled breast implants. This is a recognized problem with saline filled breast implants. The pt had difficulty getting replacement implants from the company that originally supplied the implants.